Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation by essure implant") and device dislocation ("migration of essure implant") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain"), menstrual disorder ("menstrual issues") and infection ("infection"). The patient was treated with surgery (underwent a laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the perforation, device dislocation, pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered device dislocation, infection, menstrual disorder, pelvic pain and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: confirmed that the essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation by essure implant/ device dislocation- migration of essure device location-uterus') in a 27-year-old female patient who had essure (batch no. D19665) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included etonogestrel (nexplanon), folic acid (vitafol), medroxyprogesterone acetate (depo-provera), ondansetron hydrochloride and phentermine. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 15 days after insertion of essure. On (B)(6) 2016, the patient experienced pelvic pain ("persistent pelvic pain/ pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems, condition: depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On (B)(6)2017, the patient experienced pelvic discomfort ("other injury(ies) or complication (s), please describe: pelvic bloating"). On (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal), type: vaginal") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), abdominal distension ("bloating"), uterine contractions abnormal ("get feelings of contractions") and urinary incontinence ("bladder leakage") and underwent tooth extraction ("teeth removed"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the uterine perforation, menstrual disorder, vaginal haemorrhage, vaginal infection, depression, anxiety, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, abdominal distension, uterine contractions abnormal, urinary incontinence and tooth extraction outcome was unknown, the pelvic pain and pelvic discomfort was resolving and the menorrhagia had resolved. The reporter considered abdominal distension, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic discomfort, pelvic pain, tooth extraction, urinary incontinence, uterine contractions abnormal, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Hysterosalpingogram - on an unknown date: result: total bilateral occlusion; on (B)(6) 2017: confirmed that the essure device was successfully occluded. The patient tolerated the procedure well.. Pregnancy test urine - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media was received. Event added- bladder leakage, teeth removed. Reporter were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation by essure implant/ device dislocation- migration of essure device location-uterus') in a 27-year-old female patient who had essure (batch no. D19665) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included etonogestrel (nexplanon), folic acid (vitafol), medroxyprogesterone acetate (depo-provera), ondansetron hydrochloride and phentermine. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 15 days after insertion of essure. On (B)(6) 2016, the patient experienced pelvic pain ("persistent pelvic pain/ pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2016, the patient experienced depression ("psychological or psychiatric problems, condition: depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced pelvic discomfort ("other injury(ies) or complication (s), please describe: pelvic bloating"). On (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal), type: vaginal") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), abdominal distension ("bloating"), uterine contractions abnormal ("get feelings of contractions") and urinary incontinence ("bladder leakage") and underwent tooth extraction ("teeth removed"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, menstrual disorder, depression, anxiety, dysmenorrhoea, dyspareunia, weight increased, abdominal distension, uterine contractions abnormal, urinary incontinence and tooth extraction outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection and vaginal discharge had resolved and the pelvic discomfort was resolving. The reporter considered abdominal distension, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic discomfort, pelvic pain, tooth extraction, urinary incontinence, uterine contractions abnormal, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Hysterosalpingogram - on an unknown date: result: total bilateral occlusion; on (B)(6) 2017: confirmed that the essure device was successfully occluded.the patient tolerated the procedure well.. Pregnancy test urine - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Event outcome updated for pelvic pain, vaginal hemorrhage, vaginal infection and vaginal discharge. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation by essure implant/ device dislocation- migration of essure device location-uterus') in a 27-year-old female patient who had essure (batch no. D19665) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included etonogestrel (nexplanon), folic acid (vitafol), medroxyprogesterone acetate (depo-provera), ondansetron hydrochloride and phentermine. On (B)(6)2016, the patient had essure inserted. On (B)(6)2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 15 days after insertion of essure. On (B)(6)2016, the patient experienced pelvic pain ("persistent pelvic pain/ pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2016, the patient experienced depression ("psychological or psychiatric problems, condition: depression") and anxiety ("mental anguish"). On (B)(6)2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On (B)(6)2017, the patient experienced pelvic discomfort ("other injury(ies) or complication (s), please describe: pelvic bloating"). On (B)(6)2017, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal), type: vaginal") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), abdominal distension ("bloating") and uterine contractions abnormal ("get feelings of contractions"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the uterine perforation, menstrual disorder, vaginal haemorrhage, vaginal infection, depression, anxiety, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, abdominal distension and uterine contractions abnormal outcome was unknown, the pelvic pain and pelvic discomfort was resolving and the menorrhagia had resolved. The reporter considered abdominal distension, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic discomfort, pelvic pain, uterine contractions abnormal, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Hysterosalpingogram - on an unknown date: result: total bilateral occlusion; on (B)(6)2017: confirmed that the essure device was successfully occluded. The patient tolerated the procedure well.. Pregnancy test urine - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: information received via social media: new events - bloating, get feelings of contractions were added. Reporter's information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation by essure implant/ device dislocation- migration of essure device location-uterus') in a 27-year-old female patient who had essure (batch no. D19665) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included etonogestrel (nexplanon), folic acid (vitafol), medroxyprogesterone acetate (depo-provera), ondansetron hydrochloride and phentermine. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 15 days after insertion of essure. On (B)(6) 2016, the patient experienced pelvic pain ("persistent pelvic pain/ pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems, condition: depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced pelvic discomfort ("other injury(ies) or complication (s), please describe: pelvic bloating"). On (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal), type: vaginal") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent a laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, menstrual disorder, vaginal haemorrhage, vaginal infection, depression, anxiety, dysmenorrhoea, dyspareunia, vaginal discharge and weight increased outcome was unknown, the pelvic pain and pelvic discomfort was resolving and the menorrhagia had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic discomfort, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Hysterosalpingogram - on an unknown date: result: total bilateral occlusion; on 10-jan-2017: confirmed that the essure device was successfully occluded.the patient tolerated the procedure well.. Pregnancy test urine - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-may-2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation by essure implant/ device dislocation- migration of essure device location-uterus") in a 27-year-old female patient who had essure (batch no. D19665) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included etonogestrel (nexplanon), folic acid (vitafol), medroxyprogesterone acetate (depo-provera), ondansetron hydrochloride and phentermine. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 15 days after insertion of essure. On (B)(6) 2016, the patient experienced pelvic pain ("persistent pelvic pain/ pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems, condition: depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced pelvic discomfort ("other injury(ies) or complication (s), please describe: pelvic bloating"). On (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal), type: vaginal") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent a laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, menstrual disorder, vaginal haemorrhage, vaginal infection, depression, anxiety, dysmenorrhoea, dyspareunia, vaginal discharge and weight increased outcome was unknown, the pelvic pain and pelvic discomfort was resolving and the menorrhagia had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic discomfort, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Hysterosalpingogram - on an unknown date: result: total bilateral occlusion; on (B)(6) 2017: confirmed that the essure device was successfully occluded. The patient tolerated the procedure well.. Pregnancy test urine - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2019: pfs received. Lot number and lab data added. Her demographic was added. Concomitant medication added. Events : abnormal bleeding (vaginal), menorrhagia, infection (bladder/ urinary tract/vaginal), type: vaginal, psychological or psychiatric problems, condition: depression, mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, weight gain, other injury(ies) or complication (s), please describe: pelvic bloating were added. Pt of perforation nos updated to uterine perforation as hysterectomy has been reported as removal surgery and previously reported event device dislocation and as per current pfs migration of essure device, location of device: uterus both clubbed with uterine perforation. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation by essure implant/ device dislocation- migration of essure device location-uterus') in a 27-year-old female patient who had essure (batch no. D19665) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included etonogestrel (nexplanon), folic acid (vitafol), medroxyprogesterone acetate (depo-provera), ondansetron hydrochloride and phentermine. On (B)(6)2016, the patient had essure inserted. On (B)(6)2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 15 days after insertion of essure. On (B)(6)2016, the patient experienced pelvic pain ("persistent pelvic pain/ pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2016, the patient experienced depression ("psychological or psychiatric problems, condition: depression") and anxiety ("mental anguish"). On (B)(6)2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On (B)(6)2017, the patient experienced pelvic discomfort ("other injury(ies) or complication (s), please describe: pelvic bloating"). On (B)(6)2017, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal), type: vaginal") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the uterine perforation, menstrual disorder, vaginal haemorrhage, vaginal infection, depression, anxiety, dysmenorrhoea, dyspareunia, vaginal discharge and weight increased outcome was unknown, the pelvic pain and pelvic discomfort was resolving and the menorrhagia had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic discomfort, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Hysterosalpingogram - on an unknown date: result: total bilateral occlusion; on (B)(6)2017: confirmed that the essure device was successfully occluded. The patient tolerated the procedure well.. Pregnancy test urine - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: follow up in social medial was detected on 29-oct-2019 and distributed with duplicate case number (B)(4) (medwatch 3500a MFR number 2951250-2019-11234). Duplicate case number (B)(4) will be deleted after all information was transferred to this case ((B)(4)). No new information incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation by essure implant") and device dislocation ("migration of essure implant") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain"), menstrual disorder ("menstrual issues") and infection ("infection"). The patient was treated with surgery (underwent a laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the perforation, device dislocation, pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered device dislocation, infection, menstrual disorder, pelvic pain and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.